Manufacturer narrative:
On 10-aug-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the implant. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 380cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed based on physical examination sometime in (B)(6) 2021 after the implantation date. As a result, the patient underwent removal and replacement with a 380cc mentor smooth round high profile prosthesis (catalog #: 3503380, right serial #: (B)(4)) on (B)(6) 2021.